Manufacturer narrative:
A ge service representative performed an on site investigation. The cable was replaced by the customer during the service call. The system was found to be working and put back into service.

Event description:
The customer reported the mains plug was not working and the system could not be used. There is no report of patient injury or death.